Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. Only unused probes were returned. The involved probes used by the customer are not available and cannot be analyzed. Nothing unusual to report was found during DHR review. No defect and no damage were found after a visual inspection of the unused probes. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
It was reported that three prorinse irrigation probes broke during use; no injury resulted.